Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) exhibited a diagnostic reset and the crt-p had invalid data on the ventricular sensing episode list. It was also noted that the left ventricular (lv) lead had a lv1 to can impedance warning. The crt-p and lv lead remain in use. No patient complications have been reported as a result of this event.